Event description:
The pt was implanted with a synchromed pump and catheter in 1998 for intrathecal infusion of morphine for malignant pain of the spine/back. The pt developed a cerebrospinal fluid leak post implant as well as meningitis. The pt underwent explantation of the pump and catheter in 1999. Details of the pt's course of illness, treatment, and followup were not available. A followup report will be sent when further details are known.